Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the therapy delivery test failed. There was no patient involvement.

Manufacturer narrative:
One therapy capacitor was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The duration of service and the customer use model supports that the expected life of the capacitor was exceeded rather than non-conformity to specification. Philips cannot rule out a malfunction of the therapy capacitor at the time of the reported event. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.